Manufacturer narrative:
Of note, fresenius medical care renal therapy group, llc (fmcrtg) has assumed responsibility for reporting on us distributed medos medizintechnik (B)(4) (medos) products as per us FDA requirements. This arrangement is reflected in a quality agreement between fmcrtg and medos, which was made effective on 05/15/ 2020. The product being reported was cleared to be marketed in the us market as of 01/09/2014. The reported event was previously captured within medos complaint handling system.

Event description:
It was reported that the oxygenator was leaking from the bottom of the device. While there was no patient involvement reported at the time of the leak, it was indicated that this was a reuse of the device. Further information was not provided. The product was not returned to the manufacturer for physical evaluation.